Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016 using a minimally invasive technique. It was reported that the patient had massive hemolysis with an increased lactate dehydrogenase (ldh) level, hematuria and altered hemodynamics. On (B)(6) 2016, the patient was taken to the or and the pump was ''washed out.'' It was reported that ventricular tissue was found on the inflow conduit and was removed.

Manufacturer narrative:
It was reported that a ventricular tissue was removed from the inflow conduit by the hospital personnel in the operating room during pump washout. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.